Manufacturer narrative:
(B)(4). Verbeek, jan et al. ¿correct positioning of percutaneous iliosacral screws with computer-navigated versus fluoroscopically guided surgery in traumatic pelvic ring fractures". 2016;30:331¿335. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Initial reporter - the article was written by jan verbeek, erik hermans, arie van vugt, and jan paul frolke. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information.

Event description:
It was reported in a journal article that 19 screws, in the computer-navigated surgery (cns) group, had inadequate fixation including neural foramen hits and extraosseous dislocation.